Event description:
The complainant reported a patient was on impella 5.5 support and after the implant, the pump was deep towards the mitral/septal wall, and touching ventricle. The pump was ramped from p-2 to p-8 quickly. The patient went into ventricular tachycardia/ventricular fibrillation. The patient was defibrillated 10 times. Upon repositioning and drop to p-4, arrhythmias stopped completely. The procedural outcome was the patient survived the surgery and was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Positioning: based on the clinical details the cause of the positioning issue was most likely use related as the device was delivered deep and then required repositioning. Vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.